Manufacturer narrative:
The report of pump stoppages while the system was operating on the power module following the distal end percutaneous lead replacement was confirmed based on the information contained in the submitted system controller log file. Although the events captured in the log file appear consistent with a potential percutaneous lead wire compromise, the explanted device was not returned for evaluation. Therefore, the suspected percutaneous lead wire compromise could not be conclusively determined. A review of the device history records revealed no deviations from manufacturing or quality assurance specifications. No further information was provided. The manufacturer is closing the file on this event.

Event description:
It was reported that the patient continued to have pump stoppages following the percutaneous lead repair on (B)(6) 2016. Pump stoppages, speed drops, and low to no flows were observed. The patient received a pump exchange on (B)(6) 2016 due to suspected internal percutaneous lead compromise. The percutaneous lead had reportedly been cut into multiple pieces during explant, allegedly making examination of the device useless, and the device was therefore discarded.

Manufacturer narrative:
Device unique identifier (UDI) ¿ device was manufactured prior to the UDI labeling implementation. Approximate age of device - 2 years, 5 months. The reported pump stoppages were confirmed via the submitted system controller log files; however, the cause of the captured events could not be conclusively determined based on the evaluation of the returned portion of the percutaneous lead (lead). Approximately 20¿ of the external portion/distal end of the lead was returned for evaluation. A previous rescue tape repair was present on the proximal half of the lead segment. Electrical continuity testing of the lead segment revealed that all wires were electrically intact. Upon removal of the rescue tape and outer silicone sleeve, the clear bionate layer of the lead appeared unremarkable. Breakdown of the metal braided shield was observed along the entire length of the returned portion of the lead. Visual examination of the underlying wires under a microscope revealed no areas of compromised wire insulation along the length of the lead segment. The returned portion of the lead was suspended in a saline bath for hipot testing to check for current leakage through the wire insulation, and no areas of compromised wire insulation were identified. X-rays showed an area on the external portion of the lead in the approximate location of the terminus of the distal end bend relief with potential breakdown of the braided shield, which is consistent with the evaluation findings of the returned portion of the lead. In addition, an area with potential breakdown of the braided shield could be observed on the internal portion of the lead several inches from the pump housing. The patient remains ongoing on vad support and no additional events have been reported at this time. No further information was provided. The manufacturer is closing the file on this event.

Event description:
The patient was implanted with a left ventricular assist device (lvad) on (B)(6) 2013. It was reported that a ''short to shield'' was suspected as evidenced by pump stops when on the power module. Review of the log file by the manufacturer's technical services representative revealed pump stoppages which only appeared to be occurring while the lvad was connected to the power module. The patient was reported to be asymptomatic. On (B)(6) 2016 the patient underwent a percutaneous lead repair. The patient was sent home, however, later that evening while on the power module, the vad alarmed with pump off. The patient was placed on an ungrounded patient cable and will continue on the cable unless damage progresses. The patient elected not to undergo another invasive procedure.